Event description:
Patient reported left side "different breast size, swelling; lots of pain that makes it difficult to wear a bra", "capsular contracture grade IV", "undulations in its contour", "cyst", "minimal liquid layer around implant", "left implant has envelope folds". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late.

Event description:
Patient reported left side "different breast size, swelling; lots of pain that makes it difficult to wear a bra", "capsular contracture grade IV", "undulations in its contour", "cyst", "minimal liquid layer around implant", "left implant has envelope folds". Device remains implanted.